Event description:
It was reported to st. Jude medical that the ICD was explanted when premature battery depletion was observed after being implanted for approximately 23 months. Delayed charge times were also observed.